Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and confirmed vent inop displayed on power up. Replaced flowsensor and diaphragm, checked for loose connections, crimped wires, non found. Checked event log and found motor fault error messages in list. Replaced power supply and allowed to run 01/09/2015 - 01/12/2015. Checked event log no failures recorded. Ventilator operates according to specifications.

Event description:
The customer reported vent inop message displayed on ventilator unable to continue.

Manufacturer narrative:
The carefusion failure analysis engineer examined the power supply found that it functions normally. Attached power supply to a known good vela test vent and burned it in for 24 hr. Examined the vent's event log and found no problems could not duplicate complaint allegations.